Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was having so much difficulty, could not drive and stated that had to use blue light glasses to read, had shadow in the periphery and eye was sensitive to light, the patient both eyes were fighting with each other, it was also stated that the patient was experiencing halos, letters became blurry and used tears to try and clear vision.